Event description:
It was reported that the right atrial (ra) lead has had high impedance since implant and it continues to have high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 5076-58 implantable pacing lead, (B)(6) 2003. A 419388 implantable pacing lead, (B)(6) . (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.